Manufacturer narrative:
Following the reported event, the hospital biomed performed a checkout of the equipment, and no equipment issues were noted. The logs were forwarded to ge healthcare (gehc) for analysis. It should be noted that the reported event occurred in (B)(4) and gehc was notified of the event in november. The logs were downloaded and forwarded to the manufacturing site for analysis. Due to the delay in log download, the alarm logs for the date of the alleged event is no longer available. The logs confirm the system checkout failed the leak testing at 7:29:47, detecting a leak in either the machine or patient circuit. A system checkout was repeated and failed at 7:44:14, indicating the bag/vent switch was in the incorrect position for the test (user transitioned to bag mode prior to repeating the test). The system checkout was bypassed at 7:44:42, and the case was started. No machine malfunctions were noted in the machine logs. The exact root cause for the reported complaint cannot be determined.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, when mechanical ventilation was started, the unit would not ventilate. The clinician switched to manual mode to maintain ventilation. The patient's oxygen saturation (sao2) reportedly decreased. The patient was reintubated and manually ventilated. Fractional inspired carbon dioxide was noted to be high and sao2 would not go above 80. The clinician reportedly switched to an ambu and external oxygen. The patient's condition improved. Following the case, the hospital biomed performed a checkout of the equipment and no fault was found. There was no reported patient injury.